Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was the front response button metallic dome being off-center, causing fault. The root cause of the off-center was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor and reported that the response buttons were non-functional.